Event description:
It was reported the patient experienced stress urinary incontinence one month after an elevate pc anterior and apical graft was implanted. No intervention had occurred. The event was ongoing as of (B)(6) 2014 no further complications were reported in relation to this event. Related to manufacturer report no. 2183959-2014-00412.